Manufacturer narrative:
The sales rep indicated that no further information would be provided by the surgeon or hospital. Therefore, the root cause of this event could not be determined.

Event description:
A right hip revision was reported. On 02/25/2016: sales rep confirmed that the reason for the revision was a fractured ceramic liner.